Event description:
It was reported the physician was implanting a 25mm gore helex septal occluder to close an atrial septal defect. The device was locked on the atrial septum. The device appeared well apposed to the septum with no residual shunt. Prior to being discharged from the hospital, a f/u chest x-ray revealed that the helex device had embolized to the pulmonary artery. A reintervention was performed and interventional retrieval forceps were used to remove the embolized device without incident. A second occluder was then implanted and the pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that the device met all pre-release specs.